Event description:
Additional information was received that the right atrial (ra) lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, a decrease in the p-wave amplitude variation and episodes of noise resulting in myopotential oversensing and automatic mode switch due to electromagnetic interference (emi) were observed on the right atrial (ra) lead. Lead damage was suspected, but not confirmed. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.